Event description:
Two trach-tubes broke apart. Tube 1 broke at the connecting point of the breathing circuit. Tube 2 broke at the flange base. Client depends on the trach-tubes for breathing. Client was attended immediately by 2 nurses that happened to be changing shifts at time of incident. No signs and symptoms of respiratory distress was reported. It is to note that if trach-tubes fail and no immediate back-up tubes are available. Patient's air way/life line are compromised.